Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "when using the tube, it was found that the tube has a low draw issue."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: bd received 2 samples from the customer for investigation. 1 sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, 19 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m plus blood collection tubes there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated "when using the tube, it was found that the tube has a low draw issue."